Manufacturer narrative:
Concomitant medical products: 5086mri52 lead, implanted: (B)(6).

Event description:
It was reported that approximately ten days post implant, there was a sudden increase in right ventricular (rv) lead thresholds. It was further reported there were high left ventricular (lv) lead thresholds which had been present since implant and are stable. The leads remain in use and will be monitored. No patient complications have been reported as a result of this event. The patient is a participant in the product surveillance registry clinical study.